Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bit flip was noted during an in-clinic interrogation for the implantable pulse generator (ipg). The storage data was cleared, and the device will be monitored going forward. The device remains in use. No patient complications have been reported as a result of this event.